Event description:
It was reported that during the implant procedure, the atrial lead exhibited high capture thresholds and high impedances at multiple sites. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.